Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 234 mg/dl. Customer stated that the alarm was during the basal and today it came up while priming. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.